Event description:
The pt service representative (psr) assisting an (B)(6) old, male, pt, contacted zoll lifecor customer support to report that the pt was having problems with his battery. Customer support reviewed the pt's download which revealed "battery runtime expired" flags within several hours of placing if into the monitor. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon eval, it was discovered that the battery's full charge capacity was 931 mah, which would not allow the battery to last a full 24 hours. The root cause of the low full charge capacity cannot be positively determined. No adverse event resulted from the defective battery pack.